Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (packing coils), ruby coils, and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was mildly tortuous and calcified. During the procedure, the physician successfully implanted three ruby coils and nine packing coils into the target vessel using the lantern. The physician then advanced another packing coil into the target vessel but the packing coil would not take its intended shape. The physician advanced and retracted the packing coil several times for the packing coil to take the intended shape. While re-advancing the packing coil, resistance was encountered. The physician then pulled the pusher assembly of the packing coil back and noticed that the packing coil had unintentionally detached within the lantern. Therefore, the lantern containing the detached packing coil was removed. The procedure was completed using three additional packing coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.